Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 07/18/2016 to report that they experienced an adverse event on (B)(6) 2016. The patient stated that they had a bad low and slept through the alerts. The patient's brother had to break down the door and called the paramedics. No medication was provided and a trip to the hospital was not needed. At the time of contact, the patient was fine and advised there was no issue with the dexcom system. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.